Manufacturer narrative:
H11: details are listed in the article, titled ¿safe use of a drill for managing frozen leads during pacemaker replacement jacc: case reports vol. 30, nov. 25, 2025, doi: 10.1016/j.jaccas.2025.104815" details such as patient information were not provided as this research article was performed retrospectively.

Event description:
It was reported that a patient presented in clinic for normal generator change. During replacement procedure, it was noted that the right ventricular (rv) lead was "frozen" and was unable to be removed from the header of the pacemaker. A drill had to be used to separate the rv lead from the header of the pacemaker. The pacemaker was explanted and replaced. The rv lead remained implanted. The patient's condition was unknown.